Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified white particles between 0.15 to 0.20 mm in size, floating in the fluid of the bladder. Ftir spectrophotometer scanning found the particles to be of polypropylene material. Initial evaluation confirmed the reported condition. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter inside of its bladder. This was noticed before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). This device was manufactured between january 14, 2013 and january 15, 2013. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.